Event description:
It was reported the patient experienced pocket heating. In turn, the patient stopped using/maintaining the ipg as recommended. As a result, the ipg became inoperable and the charger/programmer could no longer communicate with it. The patient's ipg was explanted and replaced (with a different model per the MFR's device record database).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.